Manufacturer narrative:
The customer reported a high glucose event on 27 aug 2023 at 8.53 pm where sg =259/mg/dl, bg=113mg/dl. Review of the glucose trend data shows sg = 259mg/dl on (B)(6) 2023 at 8.53 pm, however, bg = not entered. Hence the complaint could not be confirmed. High glucose alerts were triggered at on (B)(6) 2023 8:53 pm, on (B)(6) 2023 9:33pm and on (B)(6) 2023 10:03 pm. However, the user did not seek for medical treatment since the readings from the bg meter were normal. In associated sensor inaccuracy case, created to document sensor inaccuracies, it was determined that there was some variation in the sensor values, which may be due to early wear and settling of the system after insertion. There was a sensor suspend alert on (B)(6) 2023, due to 4 consecutive attempts for calibration that were not accepted due to differences in bg/sg. Sensor suspend allows the system to re-adjust glucose values by re-starting the system from initialization phase where it asks for additional calibrations. After re-initialization and after the early wear adjustment period, the sg more closely matched the bg values, and the user is currently using the system with up to date glucose information. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 28, 2023, senseonics was made aware of an incident where the user received a false hyperglycemia alert from the system due to sensor inaccuracy.